Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the bolus button was intact but difficult to push. The bolus button was removed, but no evidence of moisture damage was found.

Event description:
The distributor contacted animas alleging that the pump had difficulty responding to audio bolus button presses.